Event description:
Alaris infusion pump was being set up with new module to infuse nitroglycerin. When the pump was turned on, it started to crackle, smoke, and then had sparks and fire from between the pump and controller. When the pump was examined, the iui connector was noted to be partially melted. The pump screen went blank. The pump was taken out of service. Our clinical engineering dept has been tracking and keeping the grey iui connectors for about three months because they have noted the iui connectors have had a melted section. The melted section is the same on the >2 dozen connectors that have been removed. The event above is the first event reported with smoking and flames. When reported to the MFR tech support, we were told it was a cleaning issue. We have been informed by other hospitals that they are having the same issue. One hosp with new pumps reported the iui connector has been changed (black) and there are no problems.